Manufacturer narrative:
Evaluation of the returned device confirmed the reported conditions. The power supply was badly burnt with lots of soot inside the chassis. Various other components we also damaged. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).

Event description:
Customer contacted haemonetics (B)(6) 2010 reporting their orthopat machine smoked and had a burnt smell. No injury or reaction was reported.